Event description:
Info received indicates the caster continues to swivel when in brake. The bed would move side to side when the brake was engaged.

Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.